Manufacturer narrative:
The device was received undeployed. Download data showed the device ran 31 first prime pulses before deactivation by the user. No timeouts, drive stalls or alarms were generated. Inspection of the download data showed that the device completed first and second priming sequences before being deactivated by the user at the end of second prime. The rotational sensor data indicated that the rotational sensor assembly did not function as intended during operation. The rotational sensor abnormalities were replicated during pod rerun. Inspection of the drive mechanism components found the commutator cap to be contaminated. The contamination on the commutator cap resulted in the rotational sensor malfunction and failure of the needle mechanism to deploy by the end of second prime. Once the needle mechanism was fully deployed, fluid flowed through the complete fluid path. No leaks or tears were observed. The device was inspected, and no evidence of blood was found. No damages or deficiencies were observed that would cause bleeding or bruising at the infusion site. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours on the arm. As treatment a new pod was placed. The device was originally reported for insulin leaking from the pod and bleeding at infusion site.